Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following verbatim customer stated that they we just had another leak.

Manufacturer narrative:
It was reported that there was a leak at the point where the texium meets the tubing. Two samples model 10013361t, lot 24075224 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no leaks were observed. An air under water pressure test was performed at 30 psi for 10 minutes. No leak was observed. Even though the issue was not able to be replicated actions have been initiated to investigate this failure mode. A device history record review for model 10013361t lot number 24075224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 10013361t batch#: 24075224. It was reported by the customer that customer stated that they we just had another leak. Verbatim: customer stated that they we just had another leak.